Manufacturer narrative:
The device has not yet been received by the manufacturer for investigation. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the base of the tip where it attaches to the handpiece cracked while in use. A back up device was used to complete the procedure with no clinically relevant delay. There were no allegations of adverse consequences associated with this event.